Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead tip got caught in the tricuspid valve due to an unintentional helix extension and could not be retracted. The lead was left inside the vein. A second lead was attempted in the ventricle, retracted and replaced by another lead. No patient complications have been reported as a result of this event.